Event description:
It was reported that during routine check by customer, the cs300 intra-aortic balloon pump (iabp) units power supply monitor board is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the unit was not working on mains. Also, the fse found the problem to be with the power supply board. The fse then stated that the customer had an s98xt system, and they removed the power supply board from the unit and replaced it to the cs300 unit. Then, the fse checked the system with mains and confirmed that it was working fine and ready to be used. The unit was returned to the customer in good working condition.

Event description:
N/a.